Manufacturer narrative:
The device history record review could not be performed as the lot number of the device is not known. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Patient vessel perforation and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during a mechanical clot disruption with the subject guidewire a vessel perforation occurred. Heparin was reversed to stop bleeding and it was stopped. The patient recovered without any sequelae. No further information was provided.

Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that during a mechanical clot disruption with the subject guidewire a vessel perforation occurred. Heparin was reversed to stop bleeding and it was stopped. The patient recovered without any sequelae. No further information was provided.